Event description:
The customer reported the ventilator does not always turn on. It is unknown if the device was in use, but the customer reported that there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer did not respond after two attempts.